Event description:
It was reported a left hip revision surgery due to hip pain, mechanical symptoms, possible metallosis and gray tissue surrounding implant.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup and bhr head. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Based on the limited supporting documentation for the left hip, the root cause of the patient¿s report of persistent pain, femoral neck resorption and grey tissue cannot be concluded, however these symptoms may be consistent with findings associated with metal debris. Without radiological images, and/or the explanted components, the reported clinical symptoms cannot be confirmed, nor can it be concluded that the reported reactions/events were associated with a mal-performance of the implant. The patient impact beyond the revision and expected post-operative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
New information: g4, d4.